Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to early elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Prodcut event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: rv02 lead implanted 1997-(B)(6); 1258t lead implanted 2011-(B)(6). (B)(4)